Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ias will intermittently not boot. They adjusted ps1 and performed a system checkout and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when using the system to do a field corrective action (fca), the system was not turning on consistently. No patient was present at the time of the event.